Event description:
Implanted in 2006; within a few weeks of implantation, patient got sick, was in hospital for 17 days with bowel perforation. It is unk if mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.